Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing pump off alarms. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. An hmii distal end repair was performed per procedure on (B)(6) 2020. Following repair patient had additional short to shield as well as driveline fault alarms when connected to a normal patient cable. These alarms indicated damage to the driveline s internal. The patient was be placed on an ungrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed, pump stop, and driveline fault events were confirmed via the submitted log file data. Log file (B)(4) contained data spanning from (B)(6) 2020 at 11:49:54 to (B)(6) 2020 at 14:28:03, per the timestamp. Low speed and/or pump stop events were captured on (B)(6) 2020 while the system was supported with the mobile power unit. Log file (B)(4) contained relevant data spanning from (B)(6) 2020 at 09:38:37 to (B)(6) 2020 at 14:37:45, per the timestamp. Pump stop events were captured on (B)(6) 2020 while the system was supported with the power module. A persistent driveline fault alarm was captured throughout the log file, beginning on (B)(6) 2020 at 12:02:21. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed, pump stop, and driveline fault events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2020 under work order (B)(4). The approximately 19.0" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, it was reported that the patient incurred an additional pump stop events, along with driveline fault alarms, while they were connected to a grounded patient cable. The patient was placed on an ungrounded patient cable and remains ongoing on (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 15oct2014 via (B)(4). The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.